Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were needles of varying lengths in a pack of bd¿ syringes with bd luer-lok¿ tips with needles. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that there were needles of varying lengths in a pack of bd¿ syringes with bd luer-lok¿ tips with needles. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Manufacturer narrative:
Investigation summary: four shelf boxes were returned for evaluation. A review of the returned samples confirms there are 25g 1¿ needles packaged with 25g 5/8¿ needles in 25g 5/8 packaging. The samples were measured to confirm gauge and length. Complaint condition is confirmed. Multiple samples observed, within the original packaging, represent 1¿ needles in 5/8¿ packaging. A DHR review of complaint batch 7236556 was completed. This batch was packaged on multivac line 3 november 1st through november 7th 2017. Line clearance was completed from previous product 27g x ½ needle. There were 50 visual inspections conducted on 3,000 parts total with no defect conditions observed. There were no issues documented within the DHR that would contribute to a mix needle condition. Assembly batch 7200806 fed into package complaint batch 7236556. The assembly batch was produced on nip assembly line 3 october 28th through november 1st 2017. The line clearance activities were completed when changing the line over from 26 x 1 ¼ needle. There were 67 visual inspections performed on a total of 3,350 parts with no defects observed. This is the 1st related complaint reported with the defect/condition of mixed products/lots with lot#7236556 regarding item #305122. Because nothing could be confirmed within the batch record, it¿s possible an operator manually dumped the incorrect needle length into a product hopper. All operators were re-trained to scan material identification tags prior to use. This re- training was performed june 7, 2018. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there were needles of varying lengths in a pack of bd¿ syringes with bd luer-lok¿ tips with needles. There was no report of exposure, injury, or medical intervention.